Manufacturer narrative:
An event regarding instability involving an unknown stem was reported. The event was confirmed by medical review. Method & results: product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: ¿in this complicated medical case of a young male patient, laxity in the left total hip arthroplasty, as confirmed by leg length discrepancy, clicking of the ceramic bearing, and instability, led to revision surgery on (B)(6) 2011. At surgery impingement and metallosis were found. On (B)(6) 2005 a "squeak was noted in the left hip" but this was never subsequently documented. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ product history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the reported event of instability was confirmed by the clinician. A review of the provided records by the consulting clinician confirmed the reported event indicating "in this complicated medical case of a young male patient, laxity in the left total hip arthroplasty, as confirmed by leg length discrepancy, clicking of the ceramic bearing, and instability, led to revision surgery on (B)(6) 2011. At surgery impingement and metallosis were found. On (B)(6) 2005 a "squeak was noted in the left hip" but this was never subsequently documented. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing significant pain and discomfort in the area of the device and has undergone premature revision surgery. Update 4/08/2018: laxity in the left total hip arthroplasty, as confirmed by leg length discrepancy, clicking of the ceramic bearing, and instability, led to revision surgery on (B)(6) 2011. At surgery impingement and metallosis were found.